Event description:
It was reported by the customer "we have had four huber needles leak on the hub end." No other information was provided. This report addresses the fourth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2022-05922 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2022-05523.

Event description:
It was reported by the customer "we have had four huber needles leak on the hub end." No other information was provided. This report addresses the fourth device.